Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the battery compartment was cracked and there was a battery life issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 09/28/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2016 with the following findings: a review of the black box data showed a sudden voltage drop and unexplained reboot. No evidence of a replace batter alarm was observed. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was damaged at the top; making it difficult to fully tighten. However, the pump powered on with the returned battery cap. The pump¿s current draws were found to be within specifications. The pump cover was opened and no internal defect was found.